Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unexpected pump reset occurred. Customer did not provide further information regarding the event. There was no reported impact to customer's blood glucose. Customer reverted to using insulin injections for insulin therapy. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.